Event description:
During servicing of electrode belt sn 59102196, which was returned for investigation into a patient's death, a reportable problem was found. The electrode belt failed incoming testing. Investigation into the patient's death revealed that a (B)(6) female patient passed away on (B)(6) 2015 at home. A review of the patient's downloaded data revealed that the device properly detected asystole, a non-treatable rhythm. While monitoring the patient's rhythm, no sustained ventricular tachyarrhythmias were detected. There is no evidence to suggest the device caused or contributed to the patient's pasing. Review of the patient's flags suggests that the device was fully functional during use. No deficiencies were alleged.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the front therapy electrode (te) was missing and the ECG a, b, and front te cable was pulled from the strain relief. The root cause of the missing te and damaged cable on the electrode belt was excessive force. There is no evidence to suggest the device caused or contributed to the patient's passing. A review of the patient's flags suggests that the device was fully functional during use.